Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump did not alert for low battery. The customer's blood glucose level was 600 mg/dl. The customer delivered a correction bolus to address the bg. Reportedly, the customer was able to successfully charge the pump and resume insulin therapy. Multiple follow up attempts were made to obtain additional information; however, a response was not received.